Event description:
Boston scientific crm received information that during a follow up visit, this device displayed elective replacement indicators. The device has been implanted approximately three years. There was concern that the battery depleted more rapidly than expected. An internal technical service consultant was contacted regarding device replacement recommendations and recommended replacement within three months.

Event description:
A replacement procedure was performed, this device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis revealed this device reached elective replacement indicators while implanted. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Analysis determined this device did not meet longevity calculations and the battery had depleted prematurely. However, despite extensive testing, the root cause for the device premature depletion was inconclusive. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
According to available information, this device was removed, replaced and returned for analysis. Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.